Manufacturer narrative:
The complaint device was received and evaluated. Only the titanium pin, threader tab, and metal inserter shaft were returned. The returned components were visually examined under a microscope and no anomalies were observed. Potential root causes for the peek sleeve to become separated from the titanium pin include the implant not being completely or properly deployed prior to removing the inserter, removing the inserter with excessive force, or potential misassembly of the components. However, based on the evaluation of the returned components, a specific root cause cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on 10-31-2017 however the system problem prevented acknowledgements from being received. (B)(4).

Event description:
The affiliate reported via email the reported anchor was implanted into the patient¿s joint as usual operation with attaching the anchor onto the inserter tip during rotator cuff repair surgery on (B)(6) 2017. It was reported that the sleeve part remained in the patient¿s body, and the anchor pin came out when the surgeon tried to cut the thread. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on (B)(6) 2017. The issue was detected during the surgery when cut the thread after implanted the anchor. The surgeon removed the sleeve from the patient. No information is available if the surgeon used another versalok anchor to complete the procedure. No information is available if the surgeon made an additional bone hole to complete the procedure. There were no delays. The procedure was able to be completed. No patient impact.